Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while attempting to take out an acetabular cup, the threads on the cup positioner became cross-threaded.

Manufacturer narrative:
The device was returned for review. Visual inspection of the device confirms that there is damage on the leading thread. It has also been noted that there are impaction marks on the impaction surface and the knurled threaded knob. The positioner was manufactured on apr 4, 2009 and therefore has a potential field age of more than 6 years 8 months. The frequency of use of the device is unknown. The impaction marks confirms that the device was used multiple times. The handle is designed to be struck on the impaction surface and not the side on the knurled portion of the handle. When struck on the side of the handle it creates unintended loading conditions and increased the stress on the threads, leading to stripped or deformed leading threads. Per the instrument/provisional use, care, and sterilization package insert "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement". Based on review of the returned device, the likely cause for the reported issue is damage as a result of misuse of the device. This device is used for treatment.